Manufacturer narrative:
Product complaint pc (B)(4). Conforming device a manufacturing record evaluation was performed for the finished device and no non-conformances/ manufacturing irregularities related to the malfunction were identified. Summary: it was received for analysis an unopened sample of product. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Additional information was requested, and the following was obtained: name of the surgery: - c/section was surgery delayed due to the reported event? If yes, for how long time? No was the broken piece of the suture/needle retrieved from the patient? If not, what is the post-op management? Yes, retrieved how is the patient condition? Recovered well. Is this an adverse event? No if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. 1st pull off event was submitted via 2210968-2020-09609

Event description:
It was reported that the patient underwent a c-section on (B)(6) 2020 and the suture was used. During the surgery, the suture broke away from the needle. The needle was retrieved. The surgery was not delayed. The patient recovered well. There were no patient consequences reported.